Manufacturer narrative:
(B)(4). The biomedical department evaluated the ventilator and removed the mixer from the device. No alarm was generated. When reconnecting the mixer to the ventilator, the device generated the reported noise. The ventilator and the oxygen mixer were received for evaluation. The device ran overnight. The mixer was attached and detached to and from the ventilator several times, and the noise was unable to be duplicated. A visual inspection of the pump and muffler was performed after opening the unit and no anomalies were observed. The returned mixer will be scrapped. The customer reported malfunction was not verified.

Event description:
It was reported that during patient use, when a ventilator was unplugged from power, it generated a loud unusual sound. An air and oxygen mixer was attached to the ventilator. The patient was transferred to another ventilator without harm.